Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The evaluation identified an unidentified fragment with two areas of what appear to be significant bio-debris or carbonized tissue attached. Based on the image alone, it is not possible to determine the nature of the fragment or the mechanism by which it became detached from the instrument.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend (vse) instrument broke, and several small fragments detached and fell inside the patient¿s abdomen. All fragments were retrieved during the same procedure. A backup vse instrument was utilized to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the fragments were identified intraoperatively and retrieved successfully during the procedure. Retrieval of all fragments was confirmed visually. No additional surgical procedure was required to remove the fragments. No intraoperative or postoperative x-ray was required, as the fragments were directly removed. No patient injury or complications occurred as result of the issue. The patient has not returned to the hospital due to experiencing any post-surgical complications.